Manufacturer narrative:
Ge healthcare (gehc) became aware of a gap within a unique service support activity process which permitted closure of events prior to being reviewed by the complaint handling unit. Ge healthcare investigation into the issue identified that a low frequency of service activities would close prior to adhering to ge healthcare complaint evaluation process because it was incorrectly understood that these events would be duplicate events already evaluated and documented in ge healthcareâ complaint handling system. As part of gehealthcare investigation, this specific record was determined to be a reportable event and is being reported outside of the 30-day reporting timeline. This process non-conformance is being addressed via ge healthcare CAPA system to: (1) report any appropriate records/events which have not been reported as a result of this issue (2) prevent future occurrence. The customer declined ge service. No repair information available. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was an error resulting in loss of mechanical ventilation. There was no patient involvement.